Event description:
It was reported that during a deformity rotation the hex end of an es2 5.5mm rod broke off.

Event description:
It was reported that during a deformity rotation the hex end of an es2 5.5mm rod broke off.

Manufacturer narrative:
Method: complaint history review: results: derotation of the spine to correct spinal deformity can require significant torsional loading. Torsional overload most likely led to the fracture of the hex tip. Contributing factors may include stiffness of the spine, presence of soft tissue for percutaneous approach, engagement of rod inserter, severity of the spinal deformity, and strength of the user. Conclusion: it was reported that an es2 hex straight rod 5.5 x 150mm was being rotated to correct a deformity involving l1-s1. The hex end of the rod fractured intra-operatively during the rotation. All of the fragments were recovered, but the incident caused a 7 minute surgical delay. The rod was not returned for inspection after three requests for product return. The manufacturing history could not be reviewed because the lot# was reported unknown.